Manufacturer narrative:
Additional information and investigation results will be provided, if applicable. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported that there was an issue with the monomend sutures. The needle was not connected to the suture when the packet was opened. This was noted prior to veterinary use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and unused sample with the needle detached from the thread and the thread still wound on the pack. Visual analysis of the sample received shows that the thread is wound on the pack and the needle is already detached. It could be determined that the thread was initially attached to the needle. (There are marks of the needle in the thread surface). Reason for needle separation from thread cannot be determined with the sample received. Without closed samples a proper analysis cannot be performed. As no closed samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 4.16 kgf in average and 2.52 in minimum and fulfilled ep/usp specifications: 1.12 kgf in average and 0.46 kgf in minimum. Taking into account that no other customer complaints have been received for this code batch we consider that this is an isolated unit and the whole batch is correct. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.